Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify confirmation test? No". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), mental disorder ("psych injury"), cystitis ("bladder infection"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), migraine ("migraine,"), headache ("headaches") and alopecia ("hair loss") and was found to have neoplasm ("tumors"). The patient was treated with surgery (on (B)(6) 2017 - essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia and abdominal pain had resolved and the genital haemorrhage, menorrhagia, mental disorder, cystitis, urinary tract disorder, vaginal discharge, migraine, headache, alopecia and neoplasm outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, neoplasm, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs & mr received. Reporter information was added. Case of incident injury nos updated with new events pelvic pain, apareunia, dyspareunia (painful sexual intercourse), abdominal pain, genital bleeding, menorrhagia, psych injury, bladder infection, urinary problems, vaginal discharge, migraine, headaches, hair loss, tumors, device monitoring procedure not performed . Event outcome added pelvic pain, apareunia, dyspareunia (painful sexual intercourse), abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area in lower stomach'), genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and ovarian neoplasm ('tumor / teratoma / cancer type: cervical, ovarian') in an adult female patient who had essure (batch no. 82567-not valid, 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify confirmation test? No". The patient's medical history included acute viral hepatitis, multigravida, parity 6 and pregnancy. Concurrent conditions included ovarian mass, adenocarcinoma, endometriosis of uterus, ovarian enlargement and follicular cyst of ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vag. Discharge"), psychological trauma ("psych injury"), cystitis ("bladder infection/infection (bladder/ urinary/tract/vaginal)"), urinary tract disorder ("urinary probs/bladder or urinary problems or changes"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), post-traumatic stress disorder ("psychological or psychiatric problems condition: anxiet),ptsd"), anxiety ("psychological or psychiatric problems condition: anxiet),ptsd"), depression ("psychological or psychiatric problems condition: depression") and infection ("infection (other)") and was found to have ovarian neoplasm (seriousness criterion medically significant) and benign neoplasm of cervix uteri ("tumor / teratoma / cancer type: cervical, ovarian"). The patient was treated with surgery (on (B)(6) 2017 -total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and female sexual dysfunction had resolved, the genital haemorrhage, ovarian neoplasm, vaginal haemorrhage, menorrhagia, vaginal discharge, psychological trauma, cystitis, urinary tract disorder, migraine, headache, benign neoplasm of cervix uteri, post-traumatic stress disorder, anxiety and depression outcome was unknown and the dysmenorrhoea and alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, benign neoplasm of cervix uteri, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, psychological trauma, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011: essure placed first ¿ right, coils 4 left and 5 right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: uterus, hysterectomy with bilateral salpingectomy and right oophorectomy: cervix and endocervix. Severe squamous dysplasia. Healing biopsy site. Negative for residual adenocarcinoma in situ. Endometrium proliferative endometrium. Myometrium adenomyosis uteri. Adnexa. Mature cystic teratoma. Left fallopian tube lymphangioma. Bilateral metal wires in proximal portions of fallopian tubes. Ultrasound scan - on (B)(6) 2013: the "growth was seen on an ultrasound.; on (B)(6) 2013: findings- right ovary ¿ enlarged 6 cm length. Left ovary- slightly enlarged 4 cm length. Conclusion- complex 3 cm cystic and solid right ovarian mass.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: ptsd, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area in lower stomach') in a 29-year-old female patient who had essure (batch no. 82567-not valid, 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify confirmation test? No" and device ineffective "device ineffective". The patient's medical history included acute viral hepatitis, multigravida, parity 6 (on (B)(6) 1999,(B)(6) 2000, (B)(6) 2004, (B)(6) 2010 and (B)(6) 2011) and pregnancy. Concurrent conditions included ovarian mass, adenocarcinoma, endometriosis of uterus, ovarian enlargement and follicular cyst of ovary. In 2011, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/abnormal bleeding (general)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vag. Discharge"), migraine ("migraine") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert"), was found to have ovarian neoplasm ("tumor / teratoma / cancer type: cervical, ovarian") and benign neoplasm of cervix uteri ("tumor / teratoma / cancer type: cervical, ovarian,surgery (other) type of surgery: cervical, ovarian") and experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury"), cystitis ("bladder infection/infection (bladder/ urinary/tract/vaginal)"), urinary tract disorder ("urinary probs/bladder or urinary problems or changes"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems condition: anxiet),ptsd"), anxiety ("psychological or psychiatric problems condition: anxiet),ptsd"), depression ("psychological or psychiatric problems condition: depression"), vaginal infection ("infection (other),infection (bladder/ urinary tract/vaginal) type: "both", infection"), bacterial infection ("bacterial infection"), fungal infection ("infection (other) describe: yeast infections"), urinary tract infection ("infection uti"), night blindness ("vision/eye problems type: my night vision is gone") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and migraine had resolved, the genital haemorrhage, pregnancy with contraceptive device, ovarian neoplasm, vaginal haemorrhage, menorrhagia, vaginal discharge, psychological trauma, cystitis, urinary tract disorder, headache, benign neoplasm of cervix uteri, post-traumatic stress disorder, anxiety, depression, vaginal infection, bacterial infection, fungal infection, urinary tract infection, night blindness and fatigue outcome was unknown and the dysmenorrhoea and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, bacterial infection, benign neoplasm of cervix uteri, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, night blindness, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2011: essure placed first ¿ right, coils 4 left and 5 right. Event psychological or psychiatric problems condition: anxiet),ptsd date decripensy noted. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: uterus, hysterectomy with bilateral salpingectomy and right oophorectomy: - cervix and endocervix. - severe squamous dysplasia. - healing biopsy site. - negative for residual adenocarcinoma in situ. - endometrium proliferative endometrium. - myometrium adenomyosis uteri. -adnexa. - mature cystic teratoma. - left fallopian tube lymphangioma. - bilateral metal wires in proximal portions of fallopian tubes. Ultrasound scan - on (B)(6) 2013: the "growth was seen on an ultrasound.; on (B)(6) 2013: findings- right ovary ¿ enlarged 6 cm length. Left ovary- slightly enlarged 4 cm length. Conclusion- complex 3 cm cystic and solid right ovarian mass.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area in lower stomach'), genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and ovarian neoplasm ('tumor / teratoma / cancer type: cervical, ovarian') in a female patient who had essure (batch no. 82567,825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify confirmation test? No". The patient's medical history included acute viral hepatitis, multigravida, parity 6 and pregnancy. Concurrent conditions included ovarian mass, adenocarcinoma, endometriosis of uterus, ovarian enlargement and follicular cyst of ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), mental disorder ("psych injury"), cystitis ("bladder infection/infection (bladder/ urinary/tract/vaginal)"), urinary tract disorder ("urinary probs/bladder or urinary problems or changes"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), post-traumatic stress disorder ("psychological or psychiatric problems condition: anxiety),ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety),ptsd"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and infection ("infection (other)") and was found to have benign neoplasm of cervix uteri ("tumor / teratoma / cancer type: cervical, ovarian") and ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017 -total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia and abdominal pain had resolved, the genital haemorrhage, menorrhagia, mental disorder, cystitis, urinary tract disorder, vaginal discharge, migraine, headache, benign neoplasm of cervix uteri, vaginal haemorrhage, post-traumatic stress disorder, anxiety, depression and ovarian neoplasm outcome was unknown and the alopecia and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, anxiety, benign neoplasm of cervix uteri, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011: essure placed first ¿ right, coils 4 left and 5 right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: uterus, hysterectomy with bilateral salpingectomy and right oophorectomy: cervix and endocervix. Severe squamous dysplasia. Healing biopsy site. Negative for residual adenocarcinoma in situ. Endometrium proliferative endometrium. Myometrium adenomyosis uteri. Adnexa. Mature cystic teratoma. Left fallopian tube lymphangioma. Bilateral metal wires in proximal portions of fallopian tubes. Ultrasound scan - on (B)(6) 2013: the "growth was seen on an ultrasound.; on (B)(6) 2013: findings- right ovary ¿ enlarged 6 cm length. Left ovary- slightly enlarged 4 cm length. Conclusion- complex 3 cm cystic and solid right ovarian mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: ptsd, anxiety, depression. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet and mr received. Events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, ptsd, depression, dysmenorrhea (cramping) was added. Event tumor was replaced with the events: tumor / teratoma / cancer type: cervical, ovarian. Event outcome was added for the event dysmenorrhea (cramping). Event outcome was updated for the event: hair loss. Lot number was added. Lab data and reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area in lower stomach'), genital haemorrhage ('gen. Abnorm. Bleed/abnormal bleeding (general)') and ovarian neoplasm ('tumor / teratoma / cancer type: cervical, ovarian') in a female patient who had essure (batch no. 82567-not valid,825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify confirmation test? No". The patient's medical history included acute viral hepatitis, multigravida, parity 6 and pregnancy. Concurrent conditions included ovarian mass, adenocarcinoma, endometriosis of uterus, ovarian enlargement and follicular cyst of ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), mental disorder ("psych injury"), cystitis ("bladder infection/infection (bladder/ urinary/tract/vaginal)"), urinary tract disorder ("urinary probs/bladder or urinary problems or changes"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), post-traumatic stress disorder ("psychological or psychiatric problems condition: anxiety),ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety),ptsd"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and infection ("infection (other)") and was found to have benign neoplasm of cervix uteri ("tumor / teratoma / cancer type: cervical, ovarian") and ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017 -total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia and abdominal pain had resolved, the genital haemorrhage, menorrhagia, mental disorder, cystitis, urinary tract disorder, vaginal discharge, migraine, headache, benign neoplasm of cervix uteri, vaginal haemorrhage, post-traumatic stress disorder, anxiety, depression and ovarian neoplasm outcome was unknown and the alopecia and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, anxiety, benign neoplasm of cervix uteri, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011: essure placed first ¿ right, coils 4 left and 5 right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: uterus, hysterectomy with bilateral salpingectomy and right oophorectomy: cervix and endocervix; severe squamous dysplasia; healing biopsy site. Negative for residual adenocarcinoma in situ. Endometrium proliferative endometrium. Myometrium adenomyosis uteri. Adnexa; mature cystic teratoma. Left fallopian tube lymphangioma. Bilateral metal wires in proximal portions of fallopian tubes. Ultrasound scan - on (B)(6) 2013: the "growth was seen on an ultrasound.; on (B)(6) 2013: findings- right ovary ¿ enlarged 6 cm length. Left ovary- slightly enlarged 4 cm length. Conclusion- complex 3 cm cystic and solid right ovarian mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: ptsd, anxiety, depression. Most recent follow-up information incorporated above includes: on 16-sep-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area in lower stomach') and ovarian neoplasm ('tumor / teratoma / cancer type: cervical, ovarian') in a 29-year-old female patient who had essure (batch no. 82567-not valid, 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify confirmation test? No" and device ineffective "device ineffective". The patient's medical history included acute viral hepatitis, multigravida, parity 6 (on (B)(6) 1999, (B)(6) 2000, (B)(6) 2004, (B)(6) 2010 and (B)(6) 2011) and pregnancy. Concurrent conditions included ovarian mass, adenocarcinoma, endometriosis of uterus, ovarian enlargement and follicular cyst of ovary. In 2011, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/abnormal bleeding (general)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vag. Discharge"), migraine ("migraine") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert"), was found to have ovarian neoplasm (seriousness criterion medically significant) and benign neoplasm of cervix uteri ("tumor / teratoma / cancer type: cervical, ovarian,surgery (other) type of surgery: cervical, ovarian") and experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), psychological trauma ("psych injury"), cystitis ("bladder infection/infection (bladder/ urinary/tract/vaginal)"), urinary tract disorder ("urinary probs/bladder or urinary problems or changes"), headache ("headaches"), post-traumatic stress disorder ("psychological or psychiatric problems condition: anxiet),ptsd"), anxiety ("psychological or psychiatric problems condition: anxiet),ptsd"), depression ("psychological or psychiatric problems condition: depression"), vaginal infection ("infection (other),infection (bladder/ urinary tract/vaginal) type: "both", infection"), bacterial infection ("bacterial infection"), fungal infection ("infection (other) describe: yeast infections"), urinary tract infection ("infection uti"), night blindness ("vision/eye problems type: my night vision is gone") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction and migraine had resolved, the genital haemorrhage, pregnancy with contraceptive device, ovarian neoplasm, vaginal haemorrhage, menorrhagia, vaginal discharge, psychological trauma, cystitis, urinary tract disorder, headache, benign neoplasm of cervix uteri, post-traumatic stress disorder, anxiety, depression, vaginal infection, bacterial infection, fungal infection, urinary tract infection, night blindness and fatigue outcome was unknown and the dysmenorrhoea and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, bacterial infection, benign neoplasm of cervix uteri, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, night blindness, ovarian neoplasm, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2011: essure placed first ¿ right, coils 4 left and 5 right. Event psychological or psychiatric problems condition: "anxiety"),ptsd date decripensy noted diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: uterus, hysterectomy with bilateral salpingectomy and right oophorectomy: - cervix and endocervix. - severe squamous dysplasia. - healing biopsy site. - negative for residual adenocarcinoma in situ. - endometrium proliferative endometrium. - myometrium adenomyosis uteri. -adnexa - mature cystic teratoma. - left fallopian tube lymphangioma. - bilateral metal wires in proximal portions of fallopian tubes. Ultrasound scan - on (B)(6) 2013: the "growth was seen on an ultrasound.; on (B)(6) 2013: findings- right ovary ¿ enlarged 6 cm length. Left ovary- slightly enlarged 4 cm length. Conclusion- complex 3 cm cystic and solid right ovarian mass.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: medical records received, new reporter and patient demographic information, new event and date bacterial infection, infection (other) describe: yeast infections, infection uti, vision/eye problems type: my night vision is gone, fatigue, pregnant with essure micro insert were added and event infection (other) updated update to infection (bladder/ urinary tract/vaginal) type: "both", infection. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.